Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited code 1003, indicating that the voltage was too low for the projected remaining capacity. Technical services (ts) reviewed the reports and explained the code. Ts also noted that the device was in the early stages of premature battery depletion (pbd). Ts advised device replacement or re-evaluating the battery status in 90 days. The device remains in use. No adverse patient effects were reported. Additional information received indicates that the device could not be interrogated at a follow-up. The device was immediately explanted and replaced. It was noted that the device was warm when explanted. The device is expected to be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited code 1003, indicating that the voltage was too low for the projected remaining capacity. Technical services (ts) reviewed the reports and explained the code. Ts also noted that the device was in the early stages of premature battery depletion (pbd). Ts advised device replacement or re-evaluating the battery status in 90 days. The device remains in use. No adverse patient effects were reported. Additional information received indicates that the device could not be interrogated at a follow-up and caused rhythm acceleration. The device was immediately explanted and replaced. It was noted that the device was warm when explanted. The device is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to field b2: outcomes attributed to adverse event. Correction to field b5: describe event or problem. Correction to field h6: device codes and patient codes.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. An abnormal current drain was observed within the circuitry. Detailed battery analysis determined that a latent current leakage path had occurred within the battery itself, resulting in a partial depletion of the battery. This behavior is caused by a latent electrical leakage path that develops over time between the anode and cathode within the device battery. In certain circumstances, lithium metal ions can re-plate to form clusters that may result in an internal current leakage.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited code 1003, indicating that the voltage was too low for the projected remaining capacity. Technical services (ts) reviewed the reports and explained the code. Ts also noted that that the device was in the early stages of premature battery depletion (pbd). Ts advised device replacement or re-evaluating the battery status in 90 days. The device remains in use. No adverse patient effects were reported. Additional information received indicates that the device could not be interrogated at a follow-up and caused rhythm acceleration. The device was immediately explanted and replaced. It was noted that the device was warm when explanted. The device is expected to be returned for analysis. No additional adverse patient effects were reported. Subsequently, the device was returned for analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited code 1003, indicating that the voltage was too low for the projected remaining capacity. Technical services (ts) reviewed the reports and explained the code. Ts also noted that that the device was in the early stages of premature battery depletion (pbd). Ts advised device replacement or re-evaluating the battery status in 90 days. The device remains in use. No adverse patient effects were reported.